Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has developed infection at the ipg and lead incision sites where drainage was noted. A round of high-dose antibiotics was administered and the patient underwent an explant procedure. No device malfunction was suspected. The physician did not believe that infection was device or procedure related. The cause was unknown.